Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - persona ps bearing, catalogue#: 42512400710, lot#: 63649752; tibial articular surface inserter, catalogue#: 42529900100, lot#: ni. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, while trying to insert an articular surface to a tibial plate with an inserter, a part of the tibia plate to be hooked by the inserter chipped. The chipped piece was reported to be removed from the patient's body, and another articular surface was able to be impacted to complete the procedure.